Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. There is not enough information provided in the notes for a detailed investigation of the complaint and there were no returned devices to investigate. Furthermore, the user stopped responding to communications. As a result, customer complaint could not be confirmed.

Event description:
On april 7, 2020, senseonics was made aware of an incident where the patient experienced a hyperglycemia event. The patient reports that in the last few days, he has experienced some hyperglycemia episodes. The patient says that his glycemia usually rises during the day and, in his opinion, hyperglycemia episodes are caused by the fact that he must stay home all day (due to covid19 emergency) and his habits have changed. The patient confirms always managing hyperglycemia episodes on his own.